Manufacturer narrative:
Battery pack (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, a pin inside the connector was corroded and bent. The damaged pin cannot be ruled out as a potential contributing factors to the reported battery charging and residue problem. The root cause of the bent pin is physical abuse. The root cause of the corrosion is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge and that there appeared to be 'leaking green stuff'.